Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Late seroma noted on an unreported date in (B)(6) 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced bilateral late seroma after a mastectomy with the use of veritas collagen matrix. Veritas was used during bilateral skin sparing mastectomy and direct implants. Approximately four months after the mastectomy, bilateral late seromas developed. Approximately six months later, the left side seroma was noted. Nineteen days later, a seroma and rippling was noted. The patient underwent revision surgery for exchange of the implant and it was noted that the veritas matrix had disintegrated. The patient¿s outcome was not reported. No additional information is available.